Event description:
It was reported that there is an upcoming accolade revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported that was mated with a lfit v40 cocr head was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection of the provided photograph indicated loss of taper lock between the head and stem. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: visual inspection of the provided photograph indicated loss of taper lock between the head and stem. No further investigation is possible at this time. If further information becomes available or the product is returned, this investigation will be re-opened. The reported citation stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA.

Event description:
No new information.